Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the jet channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.  Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the subject device. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope connector. However, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use. Instructions for use states that detection method in gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection"; instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.